Manufacturer narrative:
The report of an unspecified device event when in use on a patient could not be confirmed or duplicated during the investigation. The customer provided no details about the event in question. The disposables sets that were in use on the returned infusion systems were not returned for investigation. An error log review was performed for the month of december and no error events were found recorded. The event log review found recording of infusions having been terminated earlier than programmed; however the cause for the early termination could not be ascertained from the log and the customer provided no information in regards to the intended infusion orders. The pump module sn (B)(4) was found to have an infusion of the drug norepinephrine, non-weight based dosing, 4mg / 250ml started but terminated within a minute of its starting and recording infusing a volume at 0.146ml. The pump module was reprogrammed approximately ten minutes later with the same drug but a different concentration at 16mg / 250ml. The pump module sn (B)(4) was found programmed to infuse the drug propofol, 500mg / 50ml for approximately 9.75 hour but was terminated early after approximately 45 minutes had elapsed; reference the log summary section of the report for additional details. The testing and inspection process performed on the received infusion systems found no existing malfunctions and all pump modules to be infusing within specification. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported an unspecified device event when in use on a patient.although requested, no additional information about the patient, medication, or event provided after multiple attempts for event details. It was later reported that biomed requested times to evaluate on 12/3/18 at 11:59pm - 12/5/18 at 11:59 pm .